Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # unknown, product type lead.

Event description:
It was reported that a week and a half after the patient's trial, the patient developed a staph infection. This reportedly cleared up and the patient was implanted with the permanent device. Refer to manufacturer¿s report # 3004209178-2013-11270 for additional patient information.